Event description:
A customer contacted beckman coulter (bec) reporting that the white blood count (wbc) and red blood count (rbc) baths were not draining and that a blue colored fluid of approximately 1 - 5 ml in volume was observed below the coulter lh 500 hematology instrument and leaked onto the counter. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection with this event. Quality control (qc) was not impacted by this event.

Manufacturer narrative:
Bec customer technical support (cts) assisted the customer with troubleshooting, including draining the vacuum trap and performing drain (x2) and vent. The customer performed startup, ran several samples with no overflow or fluid observed in the vacuum trap, which resolved the issue. Failure mode: fluid in the vacuum trap which was resolved after draining the vacuum trap during troubleshooting with the bec cts. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).